Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 300 mg/dl after a supply change. The user identified that no insulin drops were observed during tubing testing, performed a corrective insulin injection, and later resumed insulin delivery after changing the infusion set. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.